Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the device was evaluated, and reportable malfunctions were noted where foreign material was on the light guide cover lens, the adhesives on the light guide cover lens and charged coupled device cover lens adhesive were chipped. However, the identity of the foreign material and a definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the duodenovideoscope light guide cover lens had foreign material, and the adhesives on the light guide cover lens and charged coupled device cover lens were chipped . There were no reports of patient involvement.